Event description:
Event occurred in pt's home. Pt was standing in the ktichen and passed out and hit the floor. Pt also got tmj from the fall and no feeling in lip because teeth went through lip. Pt got a concussion and had to got to the hosp. They removed the pacemaker and replaced it with a new pacemaker. Pt was told now by the firm that the pacemaker that they explanted has now disappeared. New pacemaker model #1273.